Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and broken batter tube threads.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 118 mg/dl. The insulin pump will be replaced.